Event description:
The manufacturer received information alleging a ventilator's internal battery was not holding a charge. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's internal battery was replaced to address this issue.